Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4)

Event description:
It was reported that the lead exhibited ventricular over sensing and high impedance. The patient would be monitored.